Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. Imaging provided shows loosening of the screws. These devices are intended to provide dynamic stabilization and are therefore subject to repeated loading and motion during its lifetime. Screw loosening is a known risk of dynamic stabilization devices.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was done because of the loosening of screws due to patient infection.